Event description:
The distributor reported that, there was stain on the dressing. The product was not used by the patient. No photograph was available at this time.

Manufacturer narrative:
E1: complainant street address: (B)(6) complainant country: taiwan, province of china name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Batch record revision results: lot 4a01427 was manufactured 13/jan/2024, in doyen b line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 09/oct/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704769 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 09/oct/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 4a01427 lot for the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect and no additional complaint was identified. Historical nonconformance review: on 09/oct/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect for the lot number 4a01427 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction, the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: seal integrity test: frequency: 80 units per hour (640 units per shift) sample quantity: 640 units per shift acceptance criteria: accept = 0 / reject = 1 defect rate analysis: there have only been 01 defective part confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 4.00% based on our process instruction. In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 4.00. To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as no photographs or samples were available for this complaint issue, it was not possible to confirm the issue reported. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.